Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There were no alarms related to the complaint in the alarm history. Review of the total daily dose showed that the pump was accurately delivering basal insulin and correctly reflected the user's active basal program. The pump was exercised for 29 hours and given a flow accuracy test. The pump was found to be delivering accurately. No defects in insulin delivery were discovered. The bolus and prime histories were examined for the dates of the two hypoglycemic events ((B)(6) 2012 and (B)(6) 2012). According to the pump download, two boluses were programmed and delivered around dinner time on (B)(6) 2012. At 6:16pm 2.50 units were delivered using ezbg and at 6:35 5.0 units were delivered using ezcarb. On (B)(6) 2012 at 12:06am the pump emitted a replace cartridge alarm with no other related activity such as priming a new cartridge. At 7:44am the pump was primed and the cannula was filled. The pump was therefore suspended for close to 8 hours. The patient delivered 5 subsequent boluses during the day with the last bolus of 5.45 units delivered at 7:05pm as reported. The total daily dose (tdd) for (B)(6) 2012 was 28.062 units which is higher than any tdd for the preceding week. The black box data for this day was overwritten due to continued use of the pump and could not be examined for other possible insulin disappearances. In both instances there is the possibility that the user delivered excess bolus insulin inadvertently.

Event description:
On (B)(6), 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient been having low blood glucose (bg) episodes. The reporter indicated that on (B)(6), 2012, the patient a pre-dinner bg level of '160 mg/dl.' The reporter treated the patient with 0.5 units less insulin than what the pump had recommended. After dinner, the patient's bg dropped to 27 mg/dl at an unspecified time. The patient was reportedly lethargic. The reporter treated the patient with carbohydrates and his bg responded to greater than 100 mg/dl a few minutes later. In another incident on (B)(6), 2012, the reporter indicated that the patient had a bg level of 190 mg/dl at 7:03 pm. The patient ate a meal and then an hour and 20 minutes later, his bg dropped to 28 mg/dl. The patient was treated with a soda, toast, and candy. By 9:20 pm, his bg rose to 184 mg/dl. No associated alarms/alerts were found in the pump's alarm history. The reporter denied that the pump was suspended. In addition, no temporary basals were observed. The last prime had been performed 2 days earlier. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a low bg levels suggestive of severe hypoglycemia. In each event, the patient was treated by the reporter with carbohydrates. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.